Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed via the submitted log files. According to the account, the low flow events may have been caused by ectopy, a chest infection, and a hernia. A direct correlation between mlp-015157 and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured approximately 2 hours of data on (B)(6) 2020 and did not contain any low flow alarms. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data. The pump appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information about preventing infection. The relevant sections of the device history records for mlp-015157 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient history of infection covered under manufacturer report number 2916596-2021-00468.

Event description:
It was reported that the patient was having short term low flow alarms. Technical services (ts) reviewed the patient's log file and observed 126 pulsatility index (pi) events that were occurring on (B)(6) 2020 from 12:27-14:17. All pi events cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5600rpm. The customer reported that the cause of the low flow events was not identified but due to possible ectopy. The low flow alarms did not resolve but were intermittent and short. Additionally, the patient felt palpitations at the time of the low flow events. The plan of care was to continue to monitor and have an electrophysiology (ep) follow-up. The device reportedly operated as expected. The holter monitor that the patient was given did not show anything clinically helpful despite the patient reportedly having episodes while wearing it. The patient has an active sternal infection and hernia. The sternal infection was believed to have start shortly after implant and has required multiple debridements, intravenous antibiotics, and wound vacuums over the last 18 months or so. The infectious diseases department believed that the patient's condition may have contributed to the alarms. The patient was scheduled to meet a surgeon for follow-up. Per the customer's infectious disease team, the patient is not an exchange candidate due to the location of the infection and is also not a transplant candidate.